Manufacturer narrative:
Manufacturer's investigation conclusion: this MDR is part of abbott's patient outcome update project. It was reported that the patient received a heart transplant. No device related issues were reported. The account communicated that no further information regarding the event will be provided. The device was not returned for evaluation. The relevant sections of the device history records for mlp-020553 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant. Whether the transplant was device or therapy related was not provided by the customer.